Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices finds nothing outward to suggest product problem. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of provided patient x-ray photograph finds decreased radiographic density is noted on right femur¿s stem component/cortical wall interface. Proximal body/neck on implant for the right femur is also in close proximity to the resected neck region above the lesser trochanter. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
The patient was revised due to stem loosening.

Event description:
Update (B)(6) 2013 product/lot information.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.